Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported problem of when power cord plugged in and key inserted, device won't power on which was reproduced during evaluation and found to be caused by a failed upper auxiliary. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not power on when power cord plugged and key inserted. There was no patient involvement. No additional information is available.